Event description:
Subsequent to the initial medwatch report, additional information was received. The patients hypotension was treated with dopamine; however, the hypotension continued. The hypotension resolved on (B)(6) 2012. The patient's nausea and vomiting were treated with phenergan and zofran. Nausea and vomiting resolved the same day. No additional information was received.

Event description:
It was reported that the patient underwent a stenting procedure in the moderately calcified left internal and common carotid arteries. An accunet embolic protection device was inserted into the patient anatomy, advanced to the target site and deployed without difficulty. An acculink stent system was then advanced and the stent was deployed at the target site. During the procedure, the patient experienced an episode of hypotension. Dopamine was administered to treat the hypotension and the hypotension continues. Post procedure, the patient experienced a headache, nausea and vomiting. No treatment was provided and the patient's symptoms resolved that day. The patient was discharged to home on the second day post procedure. Although requested, additional information has not been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of headache and hypotension are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.